Event description:
It was reported that the pulse generator was implanted in 2009, and showed only 2.7 years estimated remaining longevity. The displayed current drain was 39 ua. It was believed that the device was functioning at high outputs, and high outputs can greatly affect longevity estimates in the short term.

Manufacturer narrative:
Na